Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using lantern delivery microcatheter (lantern). During the procedure, after inserting a non-penumbra guidewire through the lantern, the physician attempted to insert the lantern into a non-penumbra angiographic catheter; however, the physician experienced resistance and was unable to advance the microcatheter from the proximal end of the angiographic catheter. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter and coils with the same angiographic catheter and guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was ovalized approximately 134.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the lantern was ovalized. If the peel-able sheath (supplied by penumbra) is not used during insertion or if the device is forcefully gripped or pinched during insertion into an apparent device, damage such as ovalization may occur. The ovalization in the lantern likely contributed to the resistance experienced during the procedure. A demonstration guide wire was able to be advanced through the returned lantern during functional testing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.